Event description:
It was seen on a session report for that a patient's device had high impedance. The physician denied the patient's high impedance, and stated that the patient's referral for explant was due to the patient's leads protruding and patient comfort, which is reported in MFR. Report # 1644487-2017-03390. The patient's explant is explicitly stated to be due to the reported protrusion and patient comfort and no surgical intervention is being taken for the patient's high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received via clinic notes that the patient is now scheduled for a lead revision due to high impedance, whereas it was previously reported that the patient was referred for explant due to patient comfort, which was reported in MFR. Report # 1644487-2017-03390. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's lead and generator were explanted and replaced due to high impedance and battery depletion respectively. The explanting hospital no longer has the explanted device and therefore has not been received into analysis to date. No additional relevant information has been received to date.